Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was implanted. Ten years later, in (B)(6) 2015, the patient presented at the hospital due to recurrent cystitis, pollakiuria and dysuria. The patient underwent a cystoscopy and the stone on the top of the bladder was found and removed. It was reported also that erosion of mesh had occurred. Post-op, the physician opined to leave the device implanted as the patient status was markedly improved. No additional information currently available.